Manufacturer narrative:
The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was heavily drill marked within the posterior bridge of the proximal lag screw hole; the bridge material is abraded at lateral. The posterior breakage line was found within the drill marked area. This misdrilling effect did weak the posterior bridge and caused a notching effect on the lateral side that favours the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the both bridge breakage surfaces; the bridges broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at lateral. After the posterior bridge was full or main partly broken, the anterior bridge followed. The nail broke due to a fatigue fracture. Bearing points and bulged material on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. The implantation time of >6 months indicate that there was most likely a delay in bone healing (delayed or non-union). Furthermore the patient height and weight are unknown; obesity cannot be excluded. Delayed and non-unions, obesity, postoperatively loads and intra-operatively implant damages are adverse effects that can lead to implant breakages and are listed in the IFU and operative technique. Because no manufacturer related issues were found the case is attributed to the patient (bone not healed after 6 months) contributed by the user (intra-operatively implant damage). No non-conformity identified.

Event description:
The patient was injured in car accident in (B)(6) 2015. Trochanteric fractures was occurred. On (B)(6), gamma3 was used for ostheosynthesis. In (B)(6) 2015, there is no problem. In (B)(6) 2015, he patient felt something wrong and admitted himself to hospital. The patient said that he became less able to walk suddenly and nail fracture was confirmed though he was not injured and did not fell after the op. Gamma3 was removed and bha was performed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient was injured in car accident in (B)(6) 2015. Trochanteric fractures was occurred. On (B)(6), gamma3 was used for osteosynthesis. In (B)(6) 2015, there is no problem. In (B)(6) 2015, he patient felt something wrong and admitted himself to hospital. The patient said that he became less able to walk suddenly and nail fracture was confirmed though he was not injured and did not fell after the op. Gamma3 was removed and bha was performed.